Event description:
Post-operative complications were reported in a review of prospectively collected clinical and radiographic data from a surgical database on 72 consecutive patients who underwent posterior instrumented fusion and transforaminal lumbar interbody fusion (tlif) at 1 or 2 levels between l2-s1. All of the patients underwent posterior spinal fusion with instrumentation, and tlif with an obliquely placed rectangular cage at each level fused. There were 34 single and 35 two level tlif procedures performed. At 35 month follow up (range 24 to 47 months), it was reported that four patients had undergone revision surgery, for unspecified reason, sometime post-op. No further details were provided.

Manufacturer narrative:
The average age of the study patients was (B)(6); ages ranged from (B)(6) posterior instrumentation including mpa screws and cages (details not provided). (B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Multiple products were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.